Manufacturer narrative:
Submit date: 3/6/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a suction handle. The customer states that the suction handle is falling off the tubing. Dimension is too small and does not fit properly. No patient impact.